Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("complete extraction (removal) of the fallopian tubes as well as the uterus") in a 43 year-old female patient who had essure inserted (lot no. A56797) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced metal poisoning ("poisoning from the metals used in the essure"), arthralgia ("major physical joint pain that has gotten worse over time"), amnesia ("memory loss") and aphasia ("aphasic") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (complete extraction (removal) of the fallopian tubes as well as the uterus). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to metal poisoning, arthralgia, amnesia or aphasia. The reporter commented: more than 85% of the side effects on the list established by r.e.s.i.s.t in may-2023 received a letter from the hospital where the procedure was done, although it has been banned since 2017, I was alerted 5 years later. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 06-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. A56797) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced metal poisoning ("poisoning from the metals used in the essure"), arthralgia ("major physical joint pain that has gotten worse over time"), amnesia ("memory loss") and aphasia ("aphasic") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (complete extraction (removal) of the fallopian tubes as well as the uterus). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to metal poisoning, arthralgia, amnesia or aphasia. The reporter commented: more than 85% of the side effects on the list established by r.e.s.i.s.t. In (B)(6) 2023 received a letter from the hospital where the procedure was done, although it has been banned since 2017, I was alerted 5 years later. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Lot number: a56797 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report